Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-33170. It was reported that the patient presented in clinic for a follow-up and was also experiencing syncope. Upon review, it was discovered that the right ventricular lead exhibited failure to capture, high impedance, and inappropriate shock and the implantable cardioverter defibrillator exhibited inappropriate low voltage output. The device and leads were both explanted and replaced. The patient was in stable condition.